Event description:
It was reported that the right ventricular lead had a high number of short interval counts (sic), oversensing, and several non-sustained ventricular tachyarrhythmia episodes for approximately ten months. During the device replacement procedure, the physician found that the connector pin was not inserted all the way into the device header. After verifying the lead integrity, the lead was inserted into the new device header. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and revealed that the lead integrity alert triggered, a patient alert triggered for lead failure predictor on (B)(4) 2011, there was oversensing, 14 - ventricular non-sustained tachycardia episodes <=200 ms between (B)(6) 2011 and (B)(6) 2011, interference/noise, ventricular short interval count v-sic=10.6 counts average/day, in 103.10 days, between (B)(6) 2011 and (B)(6) 2011, varying resistance/impedance, and the weekly pace lead impedance trend data showed various spike increases for max ventricular pace bi impedance= 418 to 741 ohms range between (B)(4) 2010 and (B)(4) 2011.